Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5630h. The analysis found that one plee60a device was returned with the knife slot damaged. A gst60w cartridge reload was received loaded on the device fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and knife reverse button was activated to return the knife to its home position. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects.

Event description:
It was reported that during a laparoscopic robotic assisted prostatectomy procedure, the first firing of the device with an unknown reload without buttressing, the device fired fine and was difficult to open. After some difficulty, the device was released from the tissue and removed from the patient. On the instrument table, when trying to remove the spent reload, the device would not open. The knife reverse was tried and still would not open. It is not known if the manual override was tried or not. Another like device was pulled and used to complete the procedure. There were no patient consequences.